Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unidentified malfunction alarm occurred. Customer attempted to change the cartridge to clear the alarm; however, insulin delivery could not be resumed as the pump did not detect/display the proper amount of insulin in the cartridge. Customer's blood glucose (bg) was 887 mg/dl. Customer was admitted to the hospital and insulin injections were administered. Elevated bg was resolved with no permanent injury. Customer had not yet been discharged at the time of the report. Although multiple attempts were made by tandem technical support to obtain additional information and discharge date, customer did not provide the information. Customer reverted to using manual injections for insulin therapy.